Manufacturer narrative:
The lot number for the device was not provided; therefore, a review of the device history records could not be performed. The device is not available for return, however an x-ray was provided for review. The investigation of the reported event is currently underway. Journal article citation: chen, j., byanju, s., zhang, h., zhu, d., & liao, m. (2018). CT-guided percutaneous core needle biopsy of pulmonary tuberculosis: diagnostic accuracy and complications. Radiology of infectious diseases, 5(2), 69¿75. Doi: 10.1016/j.jrid.2017.11.001.

Event description:
It was reported in an article in science direct titled ¿CT-guided percutaneous core needle biopsy of pulmonary tuberculosis: diagnosis accuracy ad complications' that 290 CT-guided percutaneous core needle biopsies were performed in 283 patients with tuberculosis to study diagnostic accuracy, sensitivity, specificity, and positive and negative predictive value to determine if pcnbs are an effective diagnostic tool for tb. It was concluded that CT-guided pcnb is efficient for the diagnosis of tuberculosis and is a safe diagnostic method. Complications were reviewed and 10 patients experienced pneumothorax, 21 experienced hemorrhage in the lungs, and 10 experienced hemoptysis. Of the 10 patients that experienced a pneumothorax, 2 required medical intervention. Of the ten patients that experienced hemoptysis, four patients required medical intervention. The current status of the patients is unknown.

Event description:
It was reported in an article in science direct titled ¿CT-guided percutaneous core needle biopsy of pulmonary tuberculosis: diagnosis accuracy ad complications' that 290 CT-guided percutaneous core needle biopsies were performed in 283 patients with tuberculosis to study diagnostic accuracy, sensitivity, specificity, and positive and negative predictive value to determine if pcnbs are an effective diagnostic tool for tb. It was concluded that CT-guided pcnb is efficient for the diagnosis of tuberculosis and is a safe diagnostic method. Complications were reviewed and 10 patients experienced pneumothorax, 21 experienced hemorrhage in the lungs, and 10 experienced hemoptysis. Of the 10 patients that experienced a pneumothorax, 2 required medical intervention. Of the ten patients that experienced hemoptysis, four patients required medical intervention. The current status of the patients is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review and DHR review could not be performed as the lot number is unknown. Investigation summary: no samples were returned for evaluation. The investigation is inconclusive for any issues related to the device as no objective evidence was provided for review. The root cause could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (B)(6).